Manufacturer narrative:
Patient identifier: (B)(6). Patient weight: (B)(6). (B)(4). Study source: post-FDA approval clinical trial evaluating bronchial thermoplasty in severe persistent asthma (B)(6). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014. As part of the (B)(6) clinical study. This complaint is being reported based on the event of bronchitis treated with antibiotic. According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe on (B)(6) 2014. The procedure was completed successfully with no issues noted. On (B)(6) 2014, the patient experienced exacerbated asthma and bronchitis. No intervention was required to treat the asthma. The bronchitis was treated with tessalon perle, hycodan, and doxycycline. No hospitalizations or emergency room visits occurred as a result of this event. On (B)(6) 2014, the patient experienced acute sinusitis. No intervention was required and no hospitalizations or emergency room visits occurred as a result of this event. The event of exacerbated asthma was considered resolved as of (B)(6) 2014. The event of acute sinusitis was considered resolved as of (B)(6) 2014. The event of bronchitis was considered resolved as of (B)(6) 2014. Baseline spirometry values: visit date: (B)(6) 2013. Pre-bronchodilator: fev1: 2.02, fev1 % predicted: 61.21, fvc: 3.79, fvc % predicted: 98.19. Post-bronchodilator: fev1: 2.17, fev1 % predicted: 65.76, fvc: 3.96, fvc % predicted: 102.59.